Event description:
It was reported that the carelink report current egm and recorded episodes showed intermittent far field r wave oversensing. The atrial deflections observed were low amplitude and the atrial sensitivity was already set to 0.15 mv. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.